Event description:
It was reported that the user experienced an infusion occlusion during dinner that was subsequently resolved, followed by hyperglycemia overnight with a reported blood glucose of 385 mg/dl, after which the user changed supplies, attempted a dinner bolus but did not perceive insulin delivery, disconnected, and later administered subcutaneous insulin by pen, with a subsequent blood glucose of 158 mg/dl and reported nausea. Symptoms included hyperglycemia and nausea. Outcomes included user self-management without medical intervention or hospitalization. Investigation included complaint intake, case review, and user troubleshooting and education. Investigation of this case revealed an unclear cause of hyperglycemia with a transient occlusion and uncertainty about insulin delivery through the pump at the time of the event; no alerts or alarms were reported and no device component failure was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.